Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.

Event description:
It was reported that the lead integrity alert was triggered for oversensing. The doctor could not exclude a header problem because of the previous lead revisions due to noise, so the device was explanted and replaced. No patient complications have been reported as a result of this event.